Manufacturer narrative:
The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: rupture, capsular contracture baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side ¿thinks it is broken¿, capsular contracture baker grade IV, pain, ¿emotional lability¿ and ¿usual-looking lymph node 26mm in the left axillary region.¿ the device remains implanted.

Event description:
Patient reported left side "investigation of bia-alcl, in progress" ¿thinks it is broken¿, capsular contracture baker grade IV, pain, ¿emotional lability¿ and ¿usual-looking lymph node 26mm in the left axillary region.¿ additional events of "swelling, emotional lability, now redness, local fever", "ganglion pain", "emotional lability caused by allergan's recall" and "patient is desperate" were reported. Legal representative reported "swelling", "sparse calcifications". The following events are not related to the device 'depression", ¿inconvenience, shame, frustration , suffering, anguish, pain, humiliation, and discomfort". The device has been explanted. No results for cd30+ or alk- have been received.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Additionally, a healthcare professional reported the patient experienced the events of "constant pain" and "change in left breast shape" on the left side. Patient additionally reported ¿swelling, loss of symmetry, and now redness and local fever¿ on the left side.